Event description:
Customer reported experiencing a no flow. The reported condition occurred with a primary set (B)(4) containing normal saline and a concomitant product secondary set (B)(4) containing a chemo drug carboplatin. The sets were hooked up to a flogard 6301 pump with an unknown serial number. The nurse reported a no flow. She did not squeeze the bag per label copy instead she squeezed the drip chamber. The check valve was inverted and tapped per label copy. The area or component associated with the no flow is the tubing. And the drip chamber was not flooded or full. This incident occurred during patient use. No patient injury or medical intervention occurred. No additional is available.

Manufacturer narrative:
One sample was received for the reported condition of no flow; however an evaluation could not be performed due to the sample being contaminated with chemotherapy. Therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. The batch review was performed and no deviations were found during the manufacturing of product. Should additional information become available a follow up medwatch will be available. (B)(4)